Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial #: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had a lead replacement in 2012 due to a lead break. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s lead break was not determined. However, the patient stated that times they would carry heavy items on their shoulder. The status of the lead is unknown; it was potentially explanted in 2012. No further complications were reported or anticipated.